Event description:
Physician reported via device tracking left side "bilateral removal was noted as ¿capsular contracture," baker grade not specified. The device has been explanted.

Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: ¿capsular contracture," baker grade not specified.